Event description:
It is alleged that the blade would not work when placed into the pt. It was reported that when the dr pulled the blade out it was split in half. It was reported that there was no injury to the pt.